Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to a possible dislodgment of the internal magnet. During the surgery, an additional magnet was discovered attached to the implanted device from a previous implantation. It is unknown whether the patient was reimplanted with a new device as of this report, december 1st, 2015.